Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Date of event is estimated.

Event description:
It was reported that, during the patient's ipg replacement, it was discovered that the patient's lead was exhibiting high impedances. As such, surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.